Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
It was reported that the patient was found dead in his home. The patient previously complained of pins and needles in his right hand and numbness in his right arm. There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.